Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was obtained: per clarification from sales rep, the sutured wound broke down with minor bleeding noted. Case was managed by re-suturing. Patient was young and healthy. Specific detail for the patient were not available; however, the tissue used for suture was either mucosal layer or muscle/subcutaneous layer). For all layers requiring vicryl 4/0, the surgeon has tried simple and continuous suturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "wound breakdown" ? Was there wound dehiscence noticed? Can you describe the appearance of the suture during second procedure? Did the suture break post-op? What tissue dehisced? What is the patient's current condition?

Event description:
It was reported that a patient underwent unknown procedure on unknown date and suture was used. The patient experienced wound breakdown at mucosal layer approximately one week post procedure. An additional procedure was indicated to re-suture the wound. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Four unopened samples of product code (B)(4), lot # llz167 were returned for analysis. The issue sample was not returned for analysis. The representative samples were examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). All packets were opened and during the visual inspection, the sutures were correctly placed on the winding formers, the sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed, the suture did not present defects. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause cannot be determined since no defects were observed on the packets or the sutures, the tested sample met the requirements.